Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Mean age and gender; date of event has been estimated; date of implant has been estimated. The stents remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: post-market clinical follow-up report, multi-link bare metal stent family of devices. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of myocardial infarction, thrombosis and stenosis, as listed in the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), international, instructions for use (IFU) are known patient effects that may be associated with coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The adverse patient effect of death listed in the attachment is being filed under a separate medwatch report #. The UDI is unknown because the part number and lot number were not provided.

Event description:
It was reported through a post market report identifying multi-link bare metal stents that may be related to the following: restenosis, myocardial infarction, stent thrombosis, and revascularization. Details are listed in the attached report, titled, post-market clinical follow-up report, multi-link bare metal stent family of devices.